Event description:
The customer contact reported no flow. The tubing set was being used to deliver an unspecified medication at an unspecified rate via a gemstar pump. No specific pump programming was provided. After an unspecified length of time, it was reported that the pump displayed 211ml of medication was delivered; however, no solution was delivered. No specific event details were provided. During testing at the user facility, no flow of solution was noted. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.